Manufacturer narrative:
This is the information known at this time. When additional information becomes available, this event will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range pacing impedance measurements and loss of capture. Reprogramming to unipolar configuration revealed similar out of range impedance measurements. A lead revision was recommended. The patient with this lead has an intrinsic heart rate and reported no adverse symptoms. No asystole was observed.

Event description:
As of this date, attempts to obtain resolution have been unsuccessful. Should additional information become available, this event will be updated.

Event description:
Additional information was obtained. A lead fracture was suspected. A lead revision is intended, however as of this date has not been performed.